Manufacturer narrative:
Correction: h10, h6 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021 a peritoneal dialysis (pd) home therapy program manager reported this male patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to unspecified symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose and frequency unknown) and ceftazidime 100mg daily. The culture resulted positive for acinetobacter ursingii. The antibiotic regimen was adjusted, and the vancomycin was discontinued. The patient continued with ip ceftazidime 100mg daily with a 6-hour dwell for 3 weeks. The patient continued to have symptoms (unspecified) and a repeat culture was obtained on (B)(6) 2021 which resulted with the same organism. The patient¿s ceftazidime was increased to 1000mg daily with a 6-hour dwell for 4 weeks. Due to the patient¿s symptoms not improving, another culture was obtained on (B)(6) 2021 which also yielded positive for the same organism. It was determined the patient¿s pd catheter would need to be pulled and the patient would need to transfer to in-center hemodialysis (hd). The patient transitioned to in-center hd on (B)(6) 2021. Due to travel distance, the patient transferred to a davita clinic on (B)(6) 2021. The pd catheter was pulled on either (B)(6) 2021 or (B)(6) 2021; however, due to the patient transfer the information was not available. The pdrn stated the nephrologist has classified this event as one continual peritonitis that never cleared as the patient never had a clear culture and the symptoms never resolved. The cause of the peritonitis was attributed to the patient not wearing a mask. The patient did not require hospitalization for the peritonitis event. The patient continued pd therapy until the transition to in-center on (B)(6) 2021. No additional information pertaining to the peritonitis event was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent pd catheter removal and transition to in-center hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the cycler set. The peritoneal dialysis registered nurse (pdrn) attributed the peritonitis event to the patient not wearing a mask. Acinetobacter species can be found on the skin of humans and people with weakened immune systems and invasive devices are more susceptible to infections by this species. Based on the available information and no evidence of a malfunction or deficiency the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event leading to pd catheter removal and transition to in-center hemodialysis.

Event description:
On (B)(6) 2021 a peritoneal dialysis (pd) home therapy program manager reported this male patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to unspecified symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose and frequency unknown) and ceftazidime 100mg daily. The culture resulted positive for acinetobacter ursingii. The antibiotic regimen was adjusted, and the vancomycin was discontinued. The patient continued with ip ceftazidime 100mg daily with a 6-hour dwell for 3 weeks. The patient continued to have symptoms (unspecified) and a repeat culture was obtained on (B)(6) 2021 which resulted with the same organism. The patient¿s ceftazidime was increased to 1000mg daily with a 6-hour dwell for 4 weeks. Due to the patient¿s symptoms not improving, another culture was obtained on (B)(6) 2021 which also yielded positive for the same organism. It was determined the patient¿s pd catheter would need to be pulled and the patient would need to transfer to in-center hemodialysis (hd). The patient transitioned to in-center hd on 30/nov/2021. Due to travel distance, the patient transferred to a davita clinic on 16/dec/2021. The pd catheter was pulled on either (B)(6)2021 or (B)(6) 2021; however, due to the patient transfer the information was not available. The pdrn stated the nephrologist has classified this event as one continual peritonitis that never cleared as the patient never had a clear culture and the symptoms never resolved. The cause of the peritonitis was attributed to the patient not wearing a mask. The patient did not require hospitalization for the peritonitis event. The patient continued pd therapy until the transition to in-center on (B)(6) 2021. No additional information pertaining to the peritonitis event was provided

Event description:
On (B)(6) 2021 a peritoneal dialysis (pd) home therapy program manager reported this male patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to unspecified symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose and frequency unknown) and ceftazidime 100mg daily. The culture resulted positive for acinetobacter ursingii. The antibiotic regimen was adjusted, and the vancomycin was discontinued. The patient continued with ip ceftazidime 100mg daily with a 6-hour dwell for 3 weeks. The patient continued to have symptoms (unspecified) and a repeat culture was obtained on (B)(6) 2021 which resulted with the same organism. The patient¿s ceftazidime was increased to 1000mg daily with a 6-hour dwell for 4 weeks. Due to the patient¿s symptoms not improving, another culture was obtained on (B)(6) 2021 which also yielded positive for the same organism. It was determined the patient¿s pd catheter would need to be pulled and the patient would need to transfer to in-center hemodialysis (hd). The patient transitioned to in-center hd on (B)(6) 2021. Due to travel distance, the patient transferred to a (B)(6) clinic on (B)(6) 2021. The pd catheter was pulled on either (B)(6) 2021; however, due to the patient transfer the information was not available. The pdrn stated the nephrologist has classified this event as one continual peritonitis that never cleared as the patient never had a clear culture and the symptoms never resolved. The cause of the peritonitis was attributed to the patient not wearing a mask. The patient did not require hospitalization for the peritonitis event. The patient continued pd therapy until the transition to in-center on (B)(6) 2021. No additional information pertaining to the peritonitis event was provided

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, a picture was received from the customer and could be confirmed a separation from the solution line to the white connector. The reported event was confirmed in accordance with the picture received.

Event description:
On (B)(6) 2021 a peritoneal dialysis (pd) home therapy program manager reported this male patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 due to unspecified symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose and frequency unknown) and ceftazidime 100mg daily. The culture resulted positive for acinetobacter ursingii. The antibiotic regimen was adjusted, and the vancomycin was discontinued. The patient continued with ip ceftazidime 100mg daily with a 6-hour dwell for 3 weeks. The patient continued to have symptoms (unspecified) and a repeat culture was obtained on (B)(6) 2021 which resulted with the same organism. The patient¿s ceftazidime was increased to 1000mg daily with a 6-hour dwell for 4 weeks. Due to the patient¿s symptoms not improving, another culture was obtained on (B)(6) 2021 which also yielded positive for the same organism. It was determined the patient¿s pd catheter would need to be pulled and the patient would need to transfer to in-center hemodialysis (hd). The patient transitioned to in-center hd on (B)(6) 2021. Due to travel distance, the patient transferred to a (B)(6) clinic on (B)(6) 2021. The pd catheter was pulled on either (B)(6) 2021; however, due to the patient transfer the information was not available. The pdrn stated the nephrologist has classified this event as one continual peritonitis that never cleared as the patient never had a clear culture and the symptoms never resolved. The cause of the peritonitis was attributed to the patient not wearing a mask. The patient did not require hospitalization for the peritonitis event. The patient continued pd therapy until the transition to in-center on (B)(6) 2021. No additional information pertaining to the peritonitis event was provided

Manufacturer narrative:
H6 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.